Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00984 was sent in error. No results were obtained from the instrument the samples were sent to a reference lab for testing, therefore, this is not considered to be reportable.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the cases of aborted c&d tubes and susceptibility tests were reviewed and growth curves were found that flatten due to lack of fluorescence, to show growth.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the cases of aborted c&d tubes and susceptibility tests were reviewed and growth curves were found that flatten due to lack of fluorescence, to show growth.